Event description:
The consumer was sitting in the chair watching television, when the chair allegedly took off, running her into the wall and a dresser. The consumer allegedly sustained a broken right shoulder.

Event description:
The consumer was sitting in the chair watching television, when the chair allegedly took off, running her into the wall and a dresser. The consumer allegedly sustained a broken right shoulder.

Manufacturer narrative:
While sitting in their chair, the consumer alleges the chair had moved and impacted the wall and dresser. This resulted in an alleged, unconfirmed injury. Nature of complaint suggests unintended engagement of the joystick while the device was powered on. MDR filed as a conservative measure.

Manufacturer narrative:
Initial (B)(4) issued mfg report #1525712-2010-00175. End-user alleges that she was sitting watching tv and chair took off going forward, running into dresser and sustained a broken shoulder. The product had been replaced and the device in question was returned for evaluation. Visual: the physical damage to the microcontroller is apparent. Functional: the microcontroller was opened on the pcb had been physically damaged by other wiring components pushing against it inside the assembly. This caused intermittent operation with movement of the cable. During functional bench testing, the joystick caused the motors to stop running when the joystick cable was flexed. When the joystick was disengaged, the motors continued to drive. The control cable had to be physically removed for the motors to stop movement. The malfunction was verified in bench testing. While sitting in their chair, the consumer alleges the chair had moved and impacted the wall and dresser. This resulted in an alleged, unconfirmed injury. Nature of complaint suggests unintended engagement of the joystick while the device was powered on. MDR filed as a conservative measure.